Event description:
Stroke type symptoms [stroke], ([double vision], [speech disorder], [equilibrium trouble]). Case narrative: initial information from united states on 22-jan-2020 regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) male patient who experienced stroke type symptoms (latency few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received treatment with hylan g-f 20, sodium hyaluronate injection, once via intra-articular route (dose and batch number unknown) for arthritis in knee. On an unknown date in (B)(6) 2020, after few days latency, patient had stroke type symptoms (medically significant) and was rushed to emergency room and he was seeing double and couldn't talk. Patient stated that he stayed in the hospital for 2 days and still had double vision, problems speaking and equilibrium problems. Patient was going to see his primary doctor today and could possibly get the lot number and expiration date. As per patient, pamphlet for with hylan g-f 20, sodium hyaluronate did not include any of the side effects that he experienced. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint was initiated and results were pending for the same.

Event description:
Stroke type symptoms [stroke] ([double vision], [speech disorder], [equilibrium trouble]). Case narrative: initial information from united states on 22-jan-2020 regarding an unsolicited valid serious case received from a patient. This case involves a 73 years old male patient who experienced stroke type symptoms (latency few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received treatment with hylan g-f 20, sodium hyaluronate injection, once via intra-articular route (dose and batch number unknown) for arthritis in knee. On an unknown date in (B)(6) 2020, after few days latency, patient had stroke type symptoms (medically significant) and was rushed to emergency room and he was seeing double and could not talk. Patient stated that he stayed in the hospital for 2 days and still had double vision, problems speaking and equilibrium problems. Patient was going to see his primary doctor today and could possibly get the lot number and expiration date. As per patient, pamphlet for with hylan g-f 20, sodium hyaluronate did not include any of the side effects that he experienced. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown. A product technical complaint (ptc) was initiated on 23-jan-2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 01-mar-2020 follow up information received on 23-jan-2020. No new information. Additional information was received on 01-mar-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.